Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images received. The images were reviewed, and the complaint condition is confirmed. The tfna screw appears to be broken into two pieces in the threaded portion. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. Part/lot combination is not provided, therefore the DHR could not be completed. If the device is returned or the lot number is provided the DHR will be revisited. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part/lot combination is not provided, therefore the DHR could not be completed. If the device is returned or the lot number is provided the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elem: tfna lag screw /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, broken tfna screw was noticed. There was no surgery involved. The patient status is unknown. There is no available information. Concomitant device reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) unk - nail head elem: tfna lag screw. This is report 1 of 1 for complaint (B)(4).